Manufacturer narrative:
G4: 21jul2020, b4: 15sep2020 . The field service engineer (fse) replaced the flow sensor to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the flow senor is out of range. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.